Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with an alert via merlin.net transmission. Review of the episode revealed undersensing during a vf. Recommended programming changes were not made yet.